Event description:
It was reported that during a laparoscopic appendectomy, the device did not fire. Two reloads did not fire either. The procedure was completed with a like device with no unexpected outcomes.